Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced for dilatation. However, the catheter broke while advancing through the guide catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.